Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, as well as an external ram error alarm. Customer's blood glucose levels at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the reset error test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.